Event description:
Turned machine on, unable to go past "choose pt" screen. Pressure alarm sounded. No alternative therapy available for pt at that time. Attempts made to borrow another machine from in the community, not successful. Pt too unstable to transfer. Nephrologist attempted conventional dialysis. Pt tolerated for approx 2 hrs.